Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. S.w version unknown. Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the back on belt clip rails found on (B)(6) 2021.insulin pump was received with a broken belt clip rails. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms (variableinfo = 0c) on (B)(6) 2021 at 2:46:00 pm, (B)(6) 2021 at 2:46:56 pm and (B)(6) 2021 at 2:48:09 pm. Pump error 63 alarm was generated due to arm watchdog failure (1 st byte code = 0xc = 12). Suspecting hw issue. Insulin pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case, a serial number label missing and a end cap address label missing. Cosmetic damage was confirmed at the back on belt clip rails. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarm due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was broken at the back and the belt clip did not stay on. No harm requiring medical intervention was reported. Troubleshooting was not performed and the device was returned for analysis.